Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 6/25/2024, a sales representative reported via sems- (B)(4) that an ar-9597-10 angle reamer sleeve and an ar-9676 angle reamer drive shaft jammed while reaming the glenoid with the 10-degree offset augment reamer handle. The case was delayed four minutes to open a replacement to complete the procedure. This was discovered during a reverse total shoulder procedure on (B)(6) 2024, with no reported patient harm.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-9597-10 serial/batch number (B)(6) was received for investigation. Functional testing was performed and found that the ar-9676 angled reamer shaft gets stuck inside the device and cannot be moved freely. Visual inspection noted that there was an ar-9676 stuck inside the angle reamer sleeve. The most likely cause is attributed to misuse due to interference with the mating instrument.